Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and calibrated to the optimal operating voltage. The cable and connections were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that they were unable to view fluoroscopic image on both left and right monitor. No pt death or serious injury was reported related to this event.